Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their device stopped working. They stated that it will turn on and stay on for a day, and then will shut off and won¿t turn back on. The patient further clarified that this is occurring with the implantable neurostimulator (ins). They mentioned that they are able to charge their ins but are not feeling stimulation. The patient noted that sometimes the stimulation will come on, but then will go away. Patient services walked the patient through communicating with the ins with their programmer at the time of the report, and confirmed that stimulation was on at 3.8 on group b. They patient stated that they tried increasing stimulation to the maximum intensity on their current group and on all other groups but was still not feeling stimulation. They confirmed that they have not had any recent trauma or falls. The patient mentioned that they had a doctor appointment but did not clarify who their healthcare provider was. No further complications were reported or anticipated.